Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system failed mechanical test, the door did not close completely. Lateral shift off about 5-8 cm. Door mechanism was adjusted by hand. Issue did not resolve. The medtronic representative returned to the site to test the equipment. Failed mechanical test, the motion batteries were weak. At the end of a surgery day, imaging system can not drive anymore. Imaging modalities failed, from time to time no imaging possible. It happens that only one 3d scan is possible. The medtronic representative replaced the motion batteries and the charger 1 board. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the battery charger 1 board could not confirm reported problem " j1 and j3 voltages are wrong" voltages at j1 and j3 are ok and within the specifications (see below). Board passed board level testing; worked as expected when installed in the system. No fault found. J1.5= 14v, j1.4= -13v, j1.3= -41v, j1.2= -68v, j1.1= -95v. J3.6= -122v, j3.5= -148v, j3.4= -182v, j3.3= -210v. Batteries not received by manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that there was a battery charger 1 board defect. The voltages from board 1 were completely wrong. J1 1 = 99v, j1 2 = 125v, j1 3 = 150v, j1 4= 175v and j1 5 = 200v. No further details regarding this issue were provided. There was no patient present when this issue was identified.